Event description:
It was reported that the patient underwent a revision procedure due to the device did not work properly two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. During the revision procedure the physician observed a crack that caused a saline leakage in the pump connection tubing. The patient was stable following the procedure.

Manufacturer narrative:
Product analysis was unable to confirm the reported allegations related to a hole/crack in the pump connection tubing, fluid loss and mechanical issue. The ams 700 momentary squeeze (ms) pump was visually inspected. The tubing was identified to be cut down to the pump block resulting in an inability to confirm a hole/crack in the pump connection tubing allegation; however, no leak was found in pump. The tubing was not returned for analysis. The contamination was found inside pump. The pump was not functionally tested due to contamination. Product analysis was unable to confirm the reported events.

Event description:
It was reported that the patient underwent a revision procedure due to the device did not work properly two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. During the revision procedure the physician observed a crack that caused a saline leakage in the pump connection tubing. The patient was stable following the procedure.